Manufacturer narrative:
The distributor of this product incorrectly identified theirself as the manufacturer of this device and submitted medwatch report number, 2939274-2019-62321, on their behalf. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirmed this device met manufacturing specification prior to shipping from (B)(4). This report will be updated should additional information become available at a later date. Have been left blank as this information could not be obtained in this investigation.

Event description:
It was reported to rti surgical on (B)(6) 2020 that this device was involved in a revision surgery that took place due to infection. Index and revision surgery dates are unknown.